Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor exhibited under-sensing. Programming changes were made but it was not successful. The patient was stable.

Manufacturer narrative:
Review of device data provided indicated that the reported event of false pause episodes was confirmed. Based on the information provided, these false pause episodes were triggered due to egm signal characteristics and limitations in the existing algorithm in icm device firmware. No device malfunction was found.